Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working. The patient has an appointment with the physician to discuss a replacement. No patient complications were reported.